Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On december 13, 2021, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter was displaying an ¿error 2¿ and ¿error 4¿ message. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged error messages began to appear on (B)(6) 2021. The patient manages his diabetes with metformin pills twice daily and insulin once daily. The reporter denied the patient made any changes to his usual diabetes management regimen due to the alleged meter issue. The reporter stated that 12 days after the alleged meter issue began, the patient developed symptom of ¿cannot breathe¿ and attended the emergency room (ER) where his blood glucose measured ¿452 mg/dl¿ on the ER meter. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter was displaying an ¿error 2¿ and ¿error 4¿ message. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged error messages began to appear on (B)(6) 2021. The patient manages his diabetes with metformin pills twice daily and insulin once daily. The reporter denied the patient made any changes to his usual diabetes management regimen due to the alleged meter issue. The reporter stated that 12 days after the alleged meter issue began, the patient developed symptom of ¿cannot breathe¿ and attended the emergency room (ER) where his blood glucose measured ¿452 mg/dl¿ on the ER meter. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.